Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation who reported that the patient had their ins shut off for two years because it was not functioning properly. The patient had since changed healthcare provider (hcp) and the new hcp was working with the patient to turn the ins back on and change setting so that the device would work for the patient. The caller also reported that the patient also had bronchitis and pneumonia as a well as "throat and congestion." Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.